Manufacturer narrative:
It was further reported that the patient received an inappropriate shock due to t-wave oversensing (twos). The rv lead was reported to have a fracture. The doctor went into the patient's pocket and swapped the positioning of the leads and adjusted the setting to bipolar. The day after this procedure was when the patient received the inappropriate shock due to t-wave oversensing (twos). The device settings were reprogrammed and no issues have been reported since the reprogramming. The rv lead remains in use. No further patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that a lead integrity alert appeared on a remote wireless transmission for the right ventricular (rv) lead due to high pacing impedance and highly variable r waves that were possibly dropping. An electrogram was suggested by technical services rep to look for noise and a x-ray was suggested to rule out a connection issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk, bi-ventricular defibrillator, implanted: (B)(6) 2010. Product ID: 419488, implantable pacing lead, implanted: (B)(6) 2005. Product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).